Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the peritonitis event. The cause was not reported. Treatment was not reported. The patient was discharged two days before the receipt of this report and was recovered from the event. Pd therapy was ongoing. No additional information is available.